Event description:
The surgeon was using the 3fr fogarty when the balloon ruptured. The catheter was removed from the patient and the balloon was not attached. Surgeon was not able to locate the balloon.